Event description:
I had essure placed in (B)(6) 2014. I was told it was the only procedure my insurance would cover. I was told I would be able to return to my exercise running bike riding roller skating by the very next day. I bled for days after it was placed. I called and spoke to a nurse and was told it would stop and it did. As the months went by my periods became worse and worse I could no longer do any physical activities during my period. Just to use a tampon was painful. I had debilitating headaches and throwing up and vision issues. I was told that I was having migraines. I never had headaches like this before in my life. I was given pain meds and sent home many times from the ER. I am having the essure removed this summer as soon as possible. FDA safety report ID # (B)(4).